Event description:
It was reported that the left ventricular (lv) lead had high capture thresholds and oversensing. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 implantable tachy lead, (B)(6) 2005; 407652 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.